Event description:
It was reported that an increase in capture threshold and oversensing were observed. The lead was explanted and replaced. There were no adverse consequences to patient.

Manufacturer narrative:
Internal insulation abrasion was noted at 64.0cm from the end of the connector pin. This is consistent with the observation from the field of oversensing.